Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed. The usm was tested on an in-house system in normal mode and triggered error 32100. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) and passed all tests. Upon further inspection, there was no fluid intrusion or physical damage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to solve the problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the patient side cart (psc) had a recoverable fault, 32100 that will not recover. The universal surgical manipulator (usm) 3 was blinking red. Prior to calling in, the customer power cycled the system, but the issue persisted. The technical support engineer (tse) advised the customer to perform a hard power cycle, disable the usm 3, or bringing in another psc. The customer opted to disable usm 3 and continue with 3 arms. The procedure was completed with no reported injury.